Event description:
Per spontaneous call from pt, cadd legacy pump sn (B)(4) would not prime. This was her backup pump and was not in use. She did not miss any therapy and new pump being sent. She will return bad pump. No more info given. Reported to (B)(6) by pt/caregiver.